Event description:
On (B)(6) 2014, in the morning, an external shock was delivered to stop an atrial arrhythmia. Afterwards, the device was not sensing in atrium and ventricle. The physician set device pacing mode to ooo. In the afternoon, the device was normally sensing in ddi 30 during real time tests, but it was not possible to program the parameters. The device was forced to switch to standby mode and was re-initialized. After this operation, normal device behavior was observed, especially, the device was sensing normally and parameters could be programmed.